Event description:
It was reported that the patient experienced unspecified issues with his spectra concealable penile prosthesis (spp) that was over 20 years old. The device was removed and a new tactra malleable prosthesis was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device that was removed was an ambicor penile prosthesis (app) not a spp. The device was replaced due to one of the cylinders had aneurism, making a noticeable bulge in one side of the penis. Patient required tissue grafting.